Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the one station was unable to view patient list. A technical support specialist (tss) followed up on the reported concern by attempting to contact the user but found that the user was unavailable. The tss then spoke with the power pharmacy coordinator, who confirmed that the patient had already been discharged. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, one station was unable to view the patient list. A nurse attempted to add a new patient on the station, but the patient did not appear and did not sync to the server. The customer also attempted to add a temporary patient; however, the patient details still did not display. There were no adverse events or injuries reported based on this event.